Event description:
It was further reported that injecting saline into the catheter from the wire side resulted in the saline coming out from the side port.

Event description:
Same case as mfg#: 2134265-2010-03191. It was reported that during a stenting treatment procedure, the stent delivery system positioning difficulties were encountered. Vascular access was obtained through a contralateral approach. The lesion was a short stenotic segment and was located in a 65% calcified and mildly tortuous common iliac artery. The sentinol self-expanding nitinol vascular stent system was advanced to the target lesion over a zip wire, however upon attempting to withdraw the zip wire from the catheter, resistance was encountered and the catheter moved from the 'proper location'. The sentinol stent system was removed together with the zip wire without incident. It was noted that the zip wire was stuck inside the catheter lumen and part of the catheter shaft was damaged. "It looked like an aneurysm in the stent catheter". The procedure was completed with a different device. No patient complications were reported. The patient's status was reported as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the returned sentinol sds system did not include the guide wire; therefore, a new 0.035" guide wire was used to track through the shaft of the device. Resistance was met at a shaft kink located approximately 3cm from the distal edge of the exterior hub (same location of inner shaft separation). Visual and microscopic examination of the external shaft revealed a bubble located approximately 2cm distally from the shaft kink. The exterior shaft was also found to be bunched approximately 2mm proximally from the marker band. A syringe filled with water was connected to the flush port to flush the device. Water came out of the inner hub. The inner shaft was than pulled out of the exterior shaft to see if there was a blockage and the inner shaft was found to be separated into two pieces. The first section of the inner shaft was accordioned approximately 2cm from the distal end of the inner hypotube. The second section of the inner shaft was torn longitudinally and looked as if it had been twisted. It was confirmed that fluid came out the flush port due to the damage found on the inner shaft. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that injecting saline into the catheter from the wire side resulted in the saline coming out from the side port.